Event description:
While preparing for a procedure, the distal tip of the swartz transseptal sl2 fast-cath hemostasis introducer detached from the sheath on the sterile procedure table. The distal tip wa not inserted into the pt.

Manufacturer narrative:
One 8f fast-cath introducer and one dilator were received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection of the returned items revealed the distal end of the introducer had detached and was not returned for analysis. The sheath material was brittle and the material of the hemostatis body assembly had yellowed which are indications of exposure to a high dose of intgense uv light. The instruction manual for the fast-cath hemo int swartz sl2 transseptal 8f indicates the device is to be stored in a cool, dark, dry place.